Manufacturer narrative:
The customer reported the tubing broke during use and returned one photo of the incident. The photo verifies the failure of separation at the tubing/luer connection. The manufacturing site could not confirm the root cause for the separation, due to photo only-investigation. The investigation did find a potential root cause, related to the incorrect solvent application. A quality alert was issued (B)(6) 2025 to communicate and reinforce the correct solvent assembly procedure to personnel. The reported lot number is unknown. Two potential lots were reported, and these numbers were run. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: mp5301-c batch number#: 24089224 or 24089191 it was reported by customer that end cap disconnected spontaneously. Verbatim#: rcc received a complaint via email. Email(s) attached. End cap disconnected spontaneously product code sku:0723mp5301c product description brand name:mp5301-c set extension 8.5 connector w/ pinch clamp bd when problem was notice: during use sterilization wrap: incident discovered during patient care:no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that end cap disconnected spontaneously.